Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail damage might be related to an excessive force applied to the side rail. Information received suggests that the nurses could move the bed when the side rail became dagamed, this would be in line with the manufacturer's analysis as the side rail was mechanically damaged (the side rail panel was detached from the metal plate as all screws holding it were ripped off). Based on the analysis of the complaints concerning side rail detachment, the external excessive force must first compromise the integrity of the safety side prior to breaking it. According to the instructions for use for citadel plus bed (IFU 831.374 rev. I ), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. IFU also includes the warning: ¿to avoid equipment failure or damage, do not use the side rails to move the bed.¿ arjo device failed to meet its performance specification since the side rail was detached. There is no indication that the bed was used with the patient when the issue was detected. The complaint was decided to be reportable due to the side rail detachment. No injury was claimed.

Event description:
The customer's nurse reported side rail detachment. Photographic evidences provided show that he screws holding the panel to the metal plate were ripped off, causing the detachment of side rail from the frame. Information received was that the nurses were moving the bed. There is no indication of patient involvement. No injury was reported. Arjo service technician replaced the broken and missing parts.